Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: the initial report; report# 9610595-2024-40628, was created in error as the customer did not report a positive culture on this device. The customer reported a positive leak test. Update: d4, d8, d9. The device was returned to olympus for inspection and the reported failure of failed leak test and nothing passing through the machine was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the visible damage of the switch that led to a leak failure is probably caused by the use of some sharp object that might have come in contact with the rubber. Olympus will continue to monitor field performance for this device.

Event description:
No reportable information received from customer.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination after multiple disinfection treatments. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.